Event description:
It was reported that the insulin pump was beeping all the time, blank screen and excessive no delivery alarm. Troubleshooting was done. Customer blood glucose was 282 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The device passed the error test and self test. No unexpected audio/beep anomaly or blank display noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.